Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rcs were replaced due to wound breakdown of the incision, as well as the patient and family not wanting to charge the devices anymore. The devices were discarded.